Manufacturer narrative:
An event of "the device changed its position and tilted towards the mitral valve and stay in left atrial appendage" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for an implanted on (B)(6) 2022. After unscrewing the occluder, the device changed its position and tilted towards the mitral valve and stay in left atrial appendage (laa). It could not be determined why the occluder tilted, the compression and alignment of the device was correct. After evaluation for possibilities of embolization, the device was retrieved by a transcatheter snare . The patient sustained no injuries, was stable with circulation throughout the procedure. No device was ultimately implanted, no additional information was provided.